Event description:
It was reported by the patient that pod's cannula did not deploy as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula did not deploy as intended. No lot release records were reviewed, as the product lot number was not provided. The following was reported via mw5149908.